Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 customer reported a liquid leaking from the base of the waste canister on the dxc 600i instrument. Customer technical support advised the customer to perform a system stop, wear personal protective equipment and contain the leak with paper towels until a field service engineer (fse) could examine the instrument. No injuries were reported and no patient results were affected. Fse examined the instrument the same day and noted that waste canister a was overflowing due to a build-up within the canister. Fse replaced both no foam check valves, valve 22 and assembly, and checked the quick-fit connectors to the no foam canister and the waste collecter. Additional parts were also ordered for service the next day. On (B)(4) 2011 fse replaced valve 11 and assembly, replaced the y-fitting from line 29 to the no foam bottle, and cleaned valve 16. Fse's repairs were verified per established procedures and the instrument was primed numerous times with no report of a problem. Quality control was also performed on the instrument and the functions were within normal ranges.